Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to phrenic stimulation. Upon interrogation, the device was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was not depleted. Because the device operated normally in the laboratory setting, the root cause of the reported clinical observation was unable to be determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to phrenic stimulation. Upon interrogation, the device was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.